Manufacturer narrative:
Result: the strain relief was stretched; the proximal shaft was kinked approximately 36.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the catheter elongated near the hub. Evaluation of the returned device revealed that the strain relief was stretched and the proximal shaft was kinked. This type of damage typically occurs if the device is improperly handled during removal from the packaging or preparation. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a velocity delivery microcatheter. Upon removal from the packaging, the velocity catheter was found stretched near the hub and was not used. The procedure continued using a new velocity delivery catheter.